Event description:
The fse reported that the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the collimator cpu, remote generator cpu, table generator interface board, and the collimator control panel. The system operates as intended.